Event description:
It was reported that the left ventricular lead had undefined resistance. It was later reported that the left ventricular lead's shock impedances were out of range. The left ventricular lead was fractured. The left ventricular lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead had undefined resistance. The left ventricular lead is still in use. No patient complications were reported as a result of this event. It was later reported that the left ventricular lead's shock impedances were out of range and furthermore, there was an alert for svc out of range impedances. The left ventricular lead was fractured. The left ventricular lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed, and it was discovered that the distal conductor was fractured. The outer insulation has cosmetic depression near the connector. The analyst noted that the anchoring sleeve fixation site could not be determined.